Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis noted that the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicated that the battery was not internally shorted. Upon further analysis, examination of device data indicated that a high current condition existed when the battery was approximately 3.06 volts. The device was monitored and examined in various modes in attempts to induce a high current condition. A high current condition was not observed during evaluation of the device. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri time of eri in save to disk on (B)(6)-2010 02:15:03 device eri <=2.61 v. Last battery measurement=2.58 volt on (B)(6)-2010 09:44:07. Weekly battery voltage trend data shows min bat=2.62 to 2.55 volts between (B)(6)-2010. One - patient alert for low battery voltage on (B)(6)-2010 02:15:03. (B)(4) charge time - long charge time eri (B)(4) 1 - patient alert for charge circuit timeout on (B)(6)-2010 20:05:12. One - patient alert for excessive charge time on (B)(6)-2010 20:05:52. Further analysis of the battery did not find a root cause of the rapid voltage depletion seen in the performance data voltage curve. Based on destructive analysis, no internal short was present.

Event description:
It was reported that there was an elective replacement indicator was triggered due to premature battery depletion. Long device charge time also reported. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis noted that the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicated that the battery was not internally shorted. Upon further analysis, examination of device data indicated that a high current condition existed when the battery was approximately 3.06 volts. The device was monitored and examined in various modes in attempts to induce a high current condition. A high current condition was not observed during evaluation of the device. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri time of eri in save to disk on (B)(6) 2010 02:15:03 device eri <=2.61 v. Last battery measurement=2.58 volt on (B)(6) 2010 09:44:07. Weekly battery voltage trend data shows min bat=2.62 to 2.55 volts between (B)(6) 2010 and (B)(6) 2010. 1 - patient alert for low battery voltage on (B)(6) 2010 02:15:03. (B)(4): charge time - long charge time eri (B)(4): 1 - patient alert for charge circuit timeout on (B)(6) 2010 20:05:12. 1 - patient alert for excessive charge time on (B)(6) 2010 20:05:52.

Event description:
It was reported that there was an elective replacement indicator was triggered due to premature battery depletion. Long device charge time also reported. The device was extracted and replaced. No patient complications were reported as a result of this event.